Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: servicing discovered and reported that the ¿current limiting¿ output was high and the ¿hf idling¿ output was low. An error was identified which indicated the voltage regulator u3 needed to be replaced. Cosmetic damage was also identified on the generator housing. After burn-in, 11 new warnings at psc location 9.3 occurred. Analysis conclusion: the reported issue of high output on ¿current limiting¿ and low output on ¿hf idling voltage¿ power checks were confirmed. Errors indicating the need to replace voltage regulator u3 were not actively displayed during service; however, they were present in the past activity log. After burn-in, it was confirmed that 11 warnings were recorded at psc location 9.3. Component failure of the voltage regulator u3 caused the generator to display error codes. A component failure of the rf board caused the generator to produce high output on ¿current limiting¿, low output on ¿hf idling voltage¿ power checks, as well as the warnings after burn-in, at psc 9.3 location. Cosmetic damage was also confirmed on the generator housing, which had no impact to functionality.

Event description:
Servicing discovered and reported: component failure of the rf board caused the aquamanyts generator to produce high output on ¿current limiting¿ there was no patient involvement, therefore patient information is not applicable.